Event description:
Per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh (device #1) and sorbafix enhanced (device #2). Per operative notes, ¿the hernia was measured, a ventrio st mesh (device #1) was then placed into the abdominal wall and tacked with sorbafix enhanced (device #2)." (B)(6) 2015 - patient was diagnosed with abdominal pain, recurrent hernia thereby underwent open repair with the removal of mesh (device#1), sorbafix enhanced (device#2) and implant of ventralight st mesh (device#3). Per operative notes, ¿if could take out the mesh and the tacks, may be his pain would go away, particularly if removal of the tacks. The mesh was dissected off posteriorly and noted that inferior of the mesh had already pulled away from the fascia and the hernia was recurring. All the mesh (device #1) and tacks(device #2) were removed. A ventralight st mesh (device#3) was then placed into the abdomen." (B)(6) 2017 - patient was diagnosed with abdominal pain and intra-abdominal adhesions to the mesh and bowel obstruction thereby underwent open repair with the removal of mesh (device #3). Per operative notes, ¿some adhesions to the mesh, attached to the bowel was taken down. The mesh (device #3) was removed." Attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries."

Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 8 months post implant of sorbafix enhanced, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. This emdr represents sorbafix enhanced (device #2). An additional supplemental emdr was submitted to represent ventrio st (device #1) and an emdr was submitted to represent ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.